Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog, lot number, expiration date and unique identifier (UDI) numberunknown / not provided. PMA/510(k) number not available. Device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment screw was broken off inside of the implant and is not retreiveble. The implant needs to be removed and replaced.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. X-ray image provided confirmed fractured screw inside the implant. No pre-existing conditions were noted on the product experience report (per). A device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complainant reported that the abutment screw was broken off inside of the implant. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.